Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: no patient information was available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical arm was attached using the schanz pin in the left psis with the bone mount bridge. Three screws were accurate however l5 left was inaccurate with a deviation leading to a superior l5 endplate violation. During the l5 left placement, the surgeon felt that the screw was not moving further inside the bone using the drill, so they could not reach the correct depth. The surgeon decided to use a manually navigated screwdriver to reach the final position. The scan showed the error at the target point was approximatively 10mm, but the entry point was not inaccurate. The screw was removed. There was no patient harm reported and the procedure was delayed less than one hour. Additional information was provided the cause or suspected cause of the deviation was stated to due to skiving due to a bad plan of l5 left in the software.